Event description:
Device malfunction: failure to deploy suture. Time of malfunction and symptoms/ae: during vessel closure. Symptoms/ae: hemostats achieved using a stitch. It was reported that a physician trained in the use of the prostar device attempted arteriotomy closure after an interventional procedure. The puncture site was 10fr and the physician chose to use a prostar xl device instead of using a normal suture to close the vessel. Reportedly, the needles would not come out of the prostar device and the suture failed to capture. This occurred 3 times with 3 prostar devices. The puncture site was ultimately sutured. There were no reported adverse patient sequelae. No additional information available,

Manufacturer narrative:
Evaluation summary: evaluation of the returned device found that the handle and needles were in the backdown position. The sutures and the coiled suture lumens (csls) were not returned with the device. There was no needle strike mark on the barrel face. The needle slots and suture ports appeared normal. The handle was deployed and all the needles were present at the hub and the needles were pulled from the needle holder without a problem. There were no abnormal observations with the condition of the returned device that could have contributed to the reported complaint. No malfunction was detected. We were not able to establish a root cause based on the investigation findings. Review of the lot history record (lhr) did not produce any findings relevant to this report.